Manufacturer narrative:
Philips service replaced the os disk and reinstalled the software, restoring the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an os disk error prevented system startup on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.